Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 160 mg/dl. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Tandem technical support provide pump reset information via email to customer and was told to follow up for further assistance.